Manufacturer narrative:
Device was evaluated by the person reporting the event to the manufacturer ("reporter"). Calibration status of equipment used for the evaluation by the reporter is unk. The reporter operated the system continuously overnight. After the continuous operation, a thermometer was placed on top of the mattress surface and under the shoulder blade of a person laying on the mattress. After 30 minutes, the temperature was 96.3 degrees f. From this info, it is unk how second and third degree burns could develop with a contact temperature of 96.3 degrees f. At this time, no conclusion can be drawn from the alleged failure.

Event description:
Report of a pt received 2nd and 3rd degree burns on left hip, left arm and left shoulder due to overheated device.